Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker was unable to be interrogated with radio frequency telemetry and there was no magnet response. Programming changes were performed and rf telemetry was restored. The patient was in stable condition.